Manufacturer narrative:
Device passed the excessive no delivery test, prime/compromised force sensor system test and displacement test, no unexpected no delivery alarms occurred. Cracked on battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device would alarm no delivery alarms during bolus deliveries. Customer's blood glucose was over 400 mg/dl. Device did not alarm a no delivery alarm during fixed prime. Device stopped at 0.8 units and had a blank screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.